Manufacturer narrative:
No issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed. The device was received in the not deployed position. The download data indicates that the first priming sequence ended prematurely due to a rotational sensor malfunction, resulting in completion of the second priming sequence without the needle deploying. Inspection of the device found the commutator cap to be contaminated. It could not be conclusively determined if the contamination on the commutator cap contributed to the false open readings in the rotational sensor data.

Event description:
It was reported the patients blood glucose level rose to 24 mmol/l (432 mg/dl) while wearing the pod between 37 and 48 hours. As treatment, a new pod was placed.